Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 5 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The cg stated the supply bag fell and became disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A care giver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 5. The cg stated the supply bag fell and became disconnected. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The sister stated that they ended therapy that night and called the peritoneal dialysis nurse (rn) in the morning. The rn told the sister to use manual supplies for missed therapy. The sister discarded the original cassette and did not have companion available. The sister did not know the lot number. There was no patient injury or medical intervention reported.